Event description:
In 2007, the patient was treated for a thoracic aortic aneurysm with three gore tag thoracic endprosthesis. The neck of the aorta was angulated, but adequate seal was achieved with ballooning. None of the great vessels were occluded. The procedure went without incident. It was reported that the patient had a previously placed aorto uni-iliac from approximately 7 years ago. The afternoon of the same day, it was reported that the patient had experienced a stroke. Four days later, the patient died, official cause of death was stated as cerebrovascular accident (x2).

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted were devices: tg4020/lot #04478562 and tg4020/lot #04440465.